Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated issue of the pcu ¿dataset not transferring¿ was confirmed during the investigation. On 03/10/2025, two pcus were received unboxed and with paperwork. Error logs contained ¿log only¿ errors; however, log entries were not evident dataset transfer failure. Testing demonstrated the pcus cannot download a dataset wirelessly because of faulty logic board. The pcu will be returned to bd san diego repair center for processing. The failure investigation report will be attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device dataset would not download. There was no reported patient involvement.